Manufacturer narrative:
Investigation is complete. During the investigation, a customer provided photo was reviewed. Review of the photo found a separation between the tubing and the y-clave at the end of the set. No possible causes for the customer reported separation were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. A lot history review was performed to verify if there are other reports of this nature with the same batch. There was no additional complaint with the same nature found. There was a total of one complaint (the one that is being addressed under the scope of this investigation) from the same nature out of (B)(4) manufactured units.

Event description:
User facility voluntary medwatch was received from cdrh that stated the following: "IV set tubing separated between the tubing and the clave. The unit "fell apart" when it was being connected to the pt. Unit sequestered. No harm to pt because this was caught before pt went to operating room. Pt was in interventional radiology prior to returning to ambulatory surgery. The radiology tech noted that the IV tubing pulled away from the clave and had this occurred while pt was undergoing procedure could have caused pt harm or delay in care. Materials management reviewed inventory for other devices with same lot number and no issues identified. Diagnosis or reason for use: enlarged lymph nodes. Event abated after use stopped or dose reduced: yes". Upon further query, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device will not be returning. Investigation is not complete. (B)(4). This report represents all the info known by the reporter upon query by hospira personnel.